Manufacturer narrative:
The attachment was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the initial investigation details and similar cases, the likely cause was problems with the lock collar sticking and a bad bearing. Service repaired and returned the device to the customer.

Event description:
It was reported that the attachment began overheating during an oral surgery. There was no reported pt or user injury, and the case was completed successfully with another device.